Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2010; 6947-65 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial lead was undersensing. Reprogramming was performed, but undersensing continued. Three weeks later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.